Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investiation into this complaint is still in progress.

Event description:
Customer complaint alleges "reusable fiber optic handle and reusable emerald laryngoscope blade are "stuck" in the locked/engaged position". Alleged malfunction reported as occurring during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine'. No report of user harm. (Handle device captured in companion report)

Manufacturer narrative:
(B)(4). Corrected data: manufacturer name corrected to teleflex medical, (B)(4). The sample was returned for evaluation. The blade could not be detached from the standard reusable handle it was received with. The blade was gently forced (some degree of excessive force) off the handle for further investigation. The blade was reattached to the handle. With reasonable force the blade would not release from the handle. The blade was sent to the supplier (hilbro) for further investigation.

Event description:
Customer complaint alleges "reusable fiber optic handle and reusable emerald laryngoscope blade are "stuck" in the locked/engaged position". Alleged malfunction reported as occurring during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine'. No report of user harm. (Handle device captured in companion report).